Manufacturer narrative:
(B)(4). Batch # n91u0k. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during a partial small bowel resection procedure, the blade tip was broken during the separation and hemostasis process. Change to another one to complete surgery. The whole surgery was delayed. There was no patient consequence reported.